Event description:
It was reported that the patient presented to clinic after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. No programming changes were made since the device was later explanted due to normal eri. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.